Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not open. A technical support specialist had remoted in and checked the zones, which were good. The tss then checked the pop-up buttons and opened the drawers. User was asked to log back in and try to issue the medication, and this time there were no problems. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer was not opening. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient. However, there were no delay or adverse events or injuries reported based on this event.